Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated cartridge leakage after filling and loading into the ilet, with at least five occurrences, associated with difficulty removing the cartridge from the chamber and detection of insulin leakage that coincided with marked hyperglycemia and device alerts for sustained high glucose. Symptoms included dizziness and nausea during the hyperglycemic events. Outcomes included transient impact to health due to elevated glucose for several hours without hospitalization or professional medical intervention, and the user changed supplies as back-up therapy. Investigation included case review, troubleshooting with alternative lots of cartridges and connectors, and processing a pump replacement for comparative assessment. Investigation of this case revealed persistent leakage at the cartridge-chamber interface with mechanical resistance on cartridge removal despite use of different consumable lots, consistent with a device performance issue involving the cartridge and its seating in the chamber. It was concluded, based on previously established findings for similar reports, that the cause was device-related performance consistent with leakage at the cartridge interface.